Event description:
It was reported that the surgeon had difficulties with set screw tightening intra-operatively. The set screws on three cross connectors cross-threaded, the driver tip fractured, and the torque handle did not limit the torque. The driver tip was recovered, the cross-connectors were removed, and alternative cross-connectors were used to complete the procedure without reported patient impacts. This is report four of five for this event.

Manufacturer narrative:
Device evaluation: visual inspection revealed the tip on the driver is fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the parts were likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2021-00238 through 3012447612-2021-00242.

Event description:
It was reported that the surgeon had difficulties with set screw tightening intra-operatively. The set screws on three cross connectors cross-threaded, the driver tip fractured, and the torque handle did not limit the torque. The driver tip was recovered, the cross-connectors were removed, and alternative cross-connectors were used to complete the procedure without reported patient impacts. This is report four of five for this event.